Event description:
It was reported that the right ventricular (rv) lead was experiencing high impedance and oversensing. It was determined that the pace/sense portion of the rv lead had an apparent fracture. The physician switched the rv and left ventricular (lv) leads in the header to sense from the lv lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: d224trk implantable cardioverter defibrillator (ICD),  implanted: (B)(6) 2009. Competitive implantable pacing lead, implanted: (B)(6) 2009. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range with max vpace bi impedance rises from an approx. Baseline of 950 ohm to greater than 3000 ohm the weeks ending (B)(6) 2013. Also, analysis of the device memory indicated the criteria for the right ventricular lead integrity alert (lia) were met from several non-sustained tachycardia episodes of less than 220ms v-v cycle are recorded on (B)(6) 2013. Lia triggered on (B)(6) 2013 due to meeting the conditions for non-sustained tachycardia and v- short interval counts (sic). The analysis of the device memory indicated oversensing due to non-physiologic signals/sic with 18600 of 21090 lifetime v-sic occur since (B)(6) 2013.